Event description:
According to the initial information received, an atrial septal defect (asd) case was performed on (B)(6) 2011. After deployment of a 32mm amplatzer septal occluder (aso) another defect was discovered and a 20m aso was deployed in this defect. On (B)(6) 2011, prior to discharge, the 20mm aso was found in the left ventricle outflow tract. The aso was percutaneously removed from the descending aorta via a sheath and the patient was noted to be doing fine. The patient will be brought back in a few weeks to see how the other device is sitting and make a decision whether to try another percutaneous closure. Additional information has been requested, including imaging of the implant procedure, patient and procedural information, and product numbers, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected was not provided to aga medical. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Review of the medical records and images by aga's medical consultant resulted in the following findings: this adult, female was found to have a large asd. She underwent aso placement utilizing tee. The atrial septum was thin and redundant. A 32mm aso was placed successfully. After placement of the aso, a second defect was seen close to the svc and the aortic area. A 20mm aso was placed in the second defect after a 15mm aso was found to be a little small. A small residual shunt remained but overall the outcome was optimal. The next day, however, the smaller 20mm aso was found to have embolized to the left ventricle. The device was successfully snared and removed. The plan was to close the second defect after a hiatus of two to three months. One cd was provided for review. This cd contained three echocardiograms and fluoroscopic images of the embolized aso. The intra-procedure tee provided the most useful information. The tte images were obtained after the aso had embolized. The tee had 2d and some 3d images and was of good quality. The pre-device evaluation of the atrial septum revealed a very thin and mobile atrial septum with one large defect that was close to the aorta and a second defect of smaller size which was close to the ivc and the av valve area. In addition, there was suggestion of additional defects in the atrial septum. The largest defect was attempted first. The echo images with the sheath across the atrial septum showed that the sheath was posterior and in one of the lower (posterior) defects. Once the 32mm aso was deployed, it was clear that the aso was in a smaller defect as the waist was significantly constricted. The defect toward the aorta which appeared to be fairly large became more apparent after the release of the 32mm aso as it reconfigured. The attempt to place the second and smaller aso was actually in the largest defect and therefore the 15mm aso pulled out rather easily and, was replaced by a 20mm aso. It was this device that embolized into the left atrium and then to the left ventricle. The remaining two echocardiograms were tte and were performed after the device had embolized. The fluoroscopic images were of the aso being snared and pulled out of the left ventricle and ultimately out of the body. According to aga's medical consultant, the following conclusions were drawn: the patient had an extremely complex atrial septum which was thin, mobile and redundant, in addition to multiple defects. The 32mm aso was placed in the smaller defect, not in the defect the aso was intended for. The 20mm aso was placed in the largest defect. It initially appeared stable as the device discs held the device in the defect and the edges of the 32mm device gave support to it. As the septum reconfigured after the conclusion of the procedure, the right atrial disc slid out of the defect into the left atrium. According to the information and images received, no balloon sizing was performed.

Event description:
According to the initial information received, an atrial septal defect (asd) case was performed on (B)(6) 2011, which proved to be extremely complex. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) were utilized for sizing the defect with measurements of 31mm in length and 24mm in width. There was not a great deal of room in the left atrium but a 32mm amplatzer septal occluder (aso) was deployed. When the aso was released, it moved along the slot-like asd revealing a defect towards the aortic root. A 15mm aso was too small but a further 20mm aso was placed in this defect. The overall result was excellent with very little residual shunting. On (B)(6) 2011, prior to discharge, the 20mm aso was found in the left ventricle outflow tract. It was too large to pass through the aortic valve. The patient was noted to be doing well and was brought to the catheter lab to attempt percutaneous extraction. A 10f sheath and ensnare device were used and the aso was snared in the left ventricle. It was partially folded and brought down to the abdominal aorta. A 12f sheath was used and the aso was snared again and withdrawn without complication. A residual asd remained but a two month period of atrial healing was suggested before a repeat echocardiogram to further explore either a percutaneous or surgical option.